Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2026. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7078087. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to left spinal cord stimulation (scs) lead had high impedances following a fall. The fall was not device related. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.